Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is february 2, 2016.

Event description:
Boston scientific received information that the patient had an infection which started with the superior sternal incision and spread to the xyphoid incision. The patient was placed on oral antibiotics. A procedure was performed two days later where the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported.